Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was broken. The customer¿s blood glucose was 3.8 mmol/l. The customer was assisted with troubleshooting. Customer stated that reporting that the insulin pump failed on the 26th june while they was overseas. Customer stated that she was swimming with the insulin pump started vibrating and just went blank display. Customer stated that display was blank currently. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer stated that display was returned after insulin pump restart. Customer stated that there was a cracked on her insulin pump. The device will be returned for analysis.